Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer stated that they had just received the ventilator back from bench repair issue. Turned the unit on and the display is still bad and touchscreen not responding. There was no patient involvement.

Manufacturer narrative:
During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The pm pcba was installed in the fi test ventilator. The test ventilator powered up from ac into normal ventilation mode and delivered breaths. The ac led indicator activated, the touchscreen responded to touch commands and passed the touchscreen calibration test. The ventilator was operated for two (2) hours during which time post was executed 25 times without generating any failures. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The power management (pm) pcba was tested and no failures were identified.